Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with broken reservoir tube lip. Unit received missing o-ring (reservoir tube). Uni t received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that she had a physical damage on the insulin pump. Customer's blood glucose was 486 mg/dl. The customer was treated with insulin pump. Customer stated that their is cracks and pieces of the reservoir compartment are broken off. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.